Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent mastectomy with right-sided reconstruction using muscle flaps and inclusion of a unspecified mentor round tissue expander with a remote valve in (B)(6) 2017 presented with hyperemia on (B)(6) 2018. This was observed when the patient was seen in the physician¿s office and prescribed antibiotics, and had 80 ml of saline solution withdrawn from the implant. The patient made an international trip, during which there was worsening of her condition. The patient had tests done without finding rupture. Upon return, the patient was seen on (B)(6) 2018 and presented with fever and local inflammation. The patient was hospitalized and the expander was removed on (B)(6) 2018. Upon explantation, it was noted that the device was ruptured at its base. The surgeon also observed a large fibrosis, probably post-radiotherapy throughout the region of the mastectomy. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and a follow-up report will be submitted.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/19/2018. Device evaluation summary: it was reported that a female patient of unknown age who underwent mastectomy with right-sided reconstruction using muscle flaps and inclusion of a unspecified mentor round tissue expander with a remote valve in (B)(6) 2017 presented with hyperemia on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered the tube broken, and a rent at the patch. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination at the broken tube revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation team concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 05/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).